Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was noted to have an impedance of 200 ohms. There were no adverse patient side effects reported for the patient and this lead will continue to be monitored. Should additional information be provided, this event will be updated.